Event description:
It was reported surgeon was using endopouch pro46 during a laparoscopic cholecystectomy procedure. It was reported that the device thumb plunger and specimen bag broke during use. The surgeon did remove the specimen and completed procedure without patient consequences.